Event description:
Customer reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer successfully reloaded the original cartridge as instructed by technical support and was able to resume insulin delivery without further issues.